Manufacturer narrative:
Add'l info has been requested. Unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. W/o a lot number the device history records review could not be completed.

Event description:
Consultant reported: pt status post plate and screw implantation c3-c7: surgeon noted pts poor bone quality and returned pt to operating room (B)(6) 2011 for removal of hardware, plate and 10 screws. Pt was revised to corpectomy of c5, hemi-corpectomy of c6, fusion with plate, screws and synmesh from c3 to t1. This is four of eleven reports for this event.